Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the unit lost power during the est (extended self test). There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 18oct2018. Date of manufacturer: 17oct2018. The device was evaluated by a philip's field service engineer and the reported issue was determined to be caused by the battery. The customer removed the device from service. Reportedly, the customer has not ordered a new battery.

Manufacturer narrative:
Date of report: 13nov2018. Date of manufacturer: 12nov2018. The customer declined to have the device serviced and repaired.

Manufacturer narrative:
Date of report: 18oct2018. Date of manufacturer: 17oct2018. The device was evaluated by a philip's field service engineer and the reported issue was determined to be caused by the battery. The customer removed the device from service. Reportedly, the customer has not ordered a new battery.